Event description:
It was reported via repair work order that there was fluid intrusion to the control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.